Event description:
Patient was revised. Report noted that chromium levels were at 7.5.

Event description:
Patient was revised. Report noted that chromium levels were at 7.5. Update: litigation alleged the patient has suffered heart arrhythmias since the asr hip was implanted. The litigation further alleged the arrhythmias may have been the result of the elevated metal levels in her blood as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed. (B)(4).